Event description:
The customer obtained multiple, lower than expected vitros phyt quality control results (biorad level 1 = 6.5 ug/ml vs. Expected result = 10.0 ug/ml; biorad level 2 = 12.9 and 14.4 ug/ml vs. Expected result = 22.5 ug/ml) while using the vitros 5600 integrated system. Biased results of the direction and magnitude observed may lead to inappropriate physician action if the event were to recur undetected with patient samples. There was no report of affected patient samples. There was no allegation of harm to patients as a result of this event. This report is number one of 3 MDR's for this event. Three 3500a forms are being submitted for this event as three devices were involved. (B)(4).

Manufacturer narrative:
The investigation determined that multiple, lower than expected vitros phyt quality control results were obtained. Patient samples were not known to have been affected. The customer performed routine maintenance to the vitros 5600 immuno wash metering subsystem. Following maintenance, the customer calibrated an alternate phyt reagent slide lot because their in-use phyt slide lot was about to expire. Acceptable performance was observed using the alternate phyt slide lot. In part, as a result of this slide lot change, the investigation could not determine a root cause. However, an issue related to the specific in-use phyt slide lot or an equipment related issue cannot be ruled out as possible contributing factors to the event.